Event description:
It was reported that the customer lost consciousness and was taken to the emergency room (ER) via ambulance. Subsequently, the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 36 mg/dl; cause was not known. In the ambulance, the customer was treated with a glucagon drip. In the ICU, the customer was treated with intravenous fluids of glucagon. System check with technical support confirmed the pump was functioning as intended. At the time of the report, customer has not been released from the hospital declined follow up contact from technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.